Event description:
The customer called for assistance in using her new breeze2 meter. She performed control tests and rec'd a result of 178 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.